Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the implantable cardiac monitor (icm) exhibited undersensing and r wave amplitude variation. Programming changes were made. The patient was stable throughout.